Manufacturer narrative:
The device was not returned for analysis. Therefore, the investigation was not performed and the root cause cannot be determined. (B) (4).

Event description:
It was reported that during left atrial flutter procedure, mapping and ablation in the left atrial flutter using navistar rmt tc catheter and stereotaxis system. The physician decided to stop using stereotaxis and switched to a manual navistar tc catheter. He continued to ablate inside the coronary sinus and then anterior septum to terminate the flutter. The pt was not under general anesthesia and was under conscious sedation by the circulating nurse. While ablating manually, it was noted that the pt's blood pressure dropped dramatically and the pt was not responding to stimulus. A code was called and it was determined that a pericardial effusion had occurred. The pt was intubated and a pericardiocentesis was performed and blood was removed from the pericardium. The cause was believed to be procedure related. The pt had fully recovered and has been discharged. Prognosis is excellent.